Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no pacing and no capture were noted on the right atrial (ra) lead in bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.